Manufacturer narrative:
Zimmer biomet complaint : (B)(4). This report is being submitted to convey that this incident documented under MFR : 0001822565 - 2021 - 03067 is now being documented under MFR : 0009617840-2022-00019 to correct MFR # and manufacturing site information. All necessary information needed for a investigation has been provided, the investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted under MFR : 0009617840-2022-00019.

Event description:
Resection discrepancy on final tibia cut result.

Event description:
It was reported that a patient underwent a tka surgery and the cuts performed on the tibia were 4mm off (overcut) from planned resection values. The procedure was completed using a larger poly insert (16 mm) with no known impact or consequence to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Zimmer biomet complaint : (B)(4). All necessary information needed for a investigation has been provided, the investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.